Manufacturer narrative:
Product investigation was unable to confirm the as reported observations with testing of the returned sc-1140 serial number (B)(4) serial number (B)(4). However, visual microscope and x-ray inspection of sc-2316-70 serial number (B)(4) revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point.

Event description:
A report was received that the patient experienced a loss of stimulation therapy due to high impedances. Patient underwent a revision procedure to replace all implanted scs devices. Patient is doing well post operatively, and is receiving good coverage of the targeted pain area.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-70, serial / lot: (B)(4), description: infinion 16 lead kit 70 cm. Model: sc-3400-30, serial / lot: (B)(4), description: scs-splitters.

Event description:
A report was received that the patient experienced a loss of stimulation therapy due to high impedances. Patient underwent a revision procedure to replace all implanted scs devices. Patient is doing well post operatively, and is receiving good coverage of the targeted pain area.